Event description:
It was reported that a driveline communication fault occurred, and the patient was asymptomatic. The patient had a new tear on the silicone covering close to the exit site. Log files were sent for review. The event log confirmed the reported driveline communication faults. The pump itself appeared to be operating normally. The modular cable and system controller were exchanged which resolved the alarms. Additional log files post exchange revealed that the faults appeared to have resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller, serial number (B)(6), was returned following the reported event of driveline communication fault alarms. The reported alarms have been addressed under the modular cable investigation. The returned controller was functionally tested and passed. The controller was connected to a mock circulatory loop for an extended period without any issues or atypical alarms produced. The reported event could not be correlated to an issue with the controller. A device history record review was not performed as the product performed as intended during evaluation. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and heartmate 3 patient handbook are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.